Event description:
It was later reported that the patient continued to have concerns with the device or therapy but was working with the doctor or manufacturer representative. The patient had an appointment scheduled for 2014 (B)(6).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had flipped. The patient stated that on the afternoon of the report she felt the pump ¿had actually turned.¿ the patient turned the pump back but was unsure if that was supposed to happen and if she turned the pump back the right direction. The caller stated ¿this happened a couple hours ago and she¿s still doing fine ¿ she said she doesn¿t feel funny or anything.¿ the caller was to contact the healthcare provider (hcp). The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the pump began flipping a few weeks prior to 2013 (B)(6). The pump had flipped 5 times since then and twice in the ¿last couple of weeks¿. One of the time, the patient was not wearing the binder around the pump and the second time she was wearing it when it began to flip. The patient stated that the pump would flip ¿horizontally¿. The doctor told the patient that there is a mesh that can be utilized to help prevent flipping but there is a higher change of infection from that. The patient had seen the doctor "a couple of times since 2013 (B)(6)" and was to see the doctor again on 2013 (B)(6). It was indicated that the device system delivered lioresal.

Event description:
Additional information received reported that a neurosurgeon flipped the pump back "roughly six weeks ago".